Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "ventral hernia repair with mesh" event description: "a piece of the rubber sealing cap broke off the trocar during surgery and fell in the patient's abdomen. The surgeon had a final look in the abdomen at the end of the surgery, and saw the piece and removed it. Additional instruments being used: graspers, [absorbable tack fixation device, dissector, energy device, forcep, scissor]." Type of intervention: unk. Patient status: "no adverse patient outcome reported."